Event description:
Journal reference: okajima, et al. "Experience of anesthesia for pts with deep brain stimulators." Masui 2007; 56(10): 1211-1213. This article describes a case report of a male pt, with dbs who undergoes abdominal surgery. Upon turning the device back on post-surgery, parkinson symptoms return over the next 6 hrs. Device no longer seemed effective. Pt experienced parkinson symptoms, akinesia, stiffness, severe heat and pain, after turning the device back on post-surgery. Device seemed to be no longer effective.